Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing noted a memory download could not be complete. During detailed analysis the device was able to be interrogated with a programmer. It was found the device was operating in a reset vvi mode and numerous resets were found in the device memory. Additionally, it was noted that device memory had been corrupted. Further analysis of the device clock found the device resets had occurred at the explant procedure. The device was then subjected to, and passed, testing which verified pacing and sensing functions at reset vvi parameters. Laboratory analysis concluded the device resets and memory corruption were due to the application of high energy electrocautery coming in contact with the device case at the explant procedure.

Event description:
Boston scientific received information that during a normal device change out procedure, pacing was lost when this cardiac resynchronization therapy pacemaker (crt-p) was removed from the pocket. The patient is pacer dependent, so this device was placed back in the pocket. It was then noted that the device had experiences a reset with vvi unipolar pacing. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of this device is currently ongoing. This report will be updated when analysis is complete.